Event description:
It was reported that the device alarmed for no disposable clamp tubing. It was further reported that the device had air in the line. No patient injury reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. It was relayed that distributor would conduct an investigation. However, no additional information or findings have been received. If the product is returned, the manufacturer will reopen this complaint for further investigation.